Event description:
The physician was performing an egd and needle injection using epinephrine on a male pt with severe varices bleeding. A disposable varices injector was advanced into the endoscope and it was noted the needle would not deploy. The physician repeated the process using several needles; however, without success. The procedure was abandoned, the pt was sent to surgery, a laparotomy was performed and the bleeds were sutured. The pt is reported to be in satisfactory condition and no further complications occurred.